Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the patient received around 3 rounds of atp and inappropriately shocked the patient. The patient was having atrial fibrillation with a rapid ventricular response and the implantable cardioverter defibrillator shocked inappropriately. Programming changes were performed. The patient was in stable condition.